Event description:
It was reported that the patient presented remotely via merlin.net with auto mode switch (ams) episodes. Analysis of the episodes revealed right atrial lead noise caused the ams. It has been noted that this product was found to have an insulation break which the physician attempted to repair in a previous, unrelated procedure. At this time, the patient is asymptomatic. Since the noise episodes are infrequent, the physician has elected to monitor the patient.